Event description:
Medtronic received information from the patient's spouse that two hours after implant of this bioprosthetic valve, the valve "stayed open" and the patient died 1 day post-implant. The allegation was made approximately six months after device implant. Additional information has been requested from the patient¿s physician of record.

Manufacturer narrative:
A review of medtronic¿s database indicated that this event was not previously reported and the device was not returned for analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
No cause of death was reported. Medtronic has attempted to gather additional information multiple times with the surgeon and no answers / information have been provided. With the limited information and without the return of the valve for analysis, a root cause of the issue cannot be determined. Based on a review of the device history record (DHR) for this valve, there were no non-conformances identified in manufacturing and sterilization (raw materials, manufacturing time period, packaging and labeling, or the sterilization process) that could be related to this event.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.